Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up clinic visit. It was noted that the right ventricular (rv) lead had dislodged and lacked sufficient slack. The rv lead was explanted and replaced. The patient remained in stable condition.